Manufacturer narrative:
Qn#(B)(4). Other remarks: see MDR #: 1219856-2017-00077/tc #: (B)(4) for related complaint.

Event description:
It was reported via a hotline call. The registered nurse (rn) is calling the clinical support specialist (css) for assistance in troubleshooting persistent helium loss alarms. The patient was admitted to the intensive care unit from the or (operating room). The patient is an emergent cabgx2 (coronary artery bypass graft x2) from the cath lab. During the procedure in the lab, the patient arrested. The intra-aortic balloon pump (iabp) catheter was inserted via the right femoral artery and the patient sent to the or. The alarms were reportedly occurring in the or and the console was switched for a second pump. The serial number for the first pump is unknown. The perfusionist had silenced the alarm for 60 minutes and the alarm is now active again and it is persistent after restarting the pump with reset. The rn explained to the css that since the patient was admitted the alarm has been going off within 15-30 seconds of restarting every time and this was the same as reported from or staff. The rn did confirm there is no visible kinking and no blood in the driveline. They have been unable to get the alarm to decrease in frequency or stop at all. A CT (cardiothoracic) surgeon came to bedside while on the phone and he is going to remove the intra-aortic balloon (iab). Additional information received: the patient is stable with no pressor. The rn is waiting on all reports to come back to complete a fick ci. The iab has been saved for return. The CT surgeon is not planning to insert another iab at this time. There was no reported patient death. The patient outcome was unchanged during call. Issue resolved: iab removed. Length of time in use prior to event: <12 hours.

Event description:
It was reported via a hotline call. The registered nurse (rn) is calling the clinical support specialist (css) for assistance in troubleshooting persistent helium loss alarms. The patient was admitted to the intensive care unit from the or (operating room). The patient is an emergent cabgx2 (coronary artery bypass graft x2) from the cath lab. During the procedure in the lab, the patient arrested. The intra-aortic balloon pump (iabp) catheter was inserted via the right femoral artery and the patient sent to the or. The alarms were reportedly occurring in the or and the console was switched for a second pump. The serial number for the first pump is unknown. The perfusionist had silenced the alarm for 60 minutes and the alarm is now active again and it is persistent after restarting the pump with reset. The rn explained to the css that since the patient was admitted the alarm has been going off within 15-30 seconds of restarting every time and this was the same as reported from or staff. The rn did confirm there is no visible kinking and no blood in the driveline. They have been unable to get the alarm to decrease in frequency or stop at all. A CT (cardiothoracic) surgeon came to bedside while on the phone and he is going to remove the intra-aortic balloon (iab). Additional information received: the patient is stable with no pressor. The rn is waiting on all reports to come back to complete a fick ci. The iab has been saved for return. The CT surgeon is not planning to insert another iab at this time. There was no reported patient death. The patient outcome was unchanged during call. Issue resolved: iab removed. Length of time in use prior to event: <12 hours.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for analysis therefore the reported complaint of "helium loss alarms" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. Other remarks: see MDR #: 1219856-2017-00077/tc #: (B)(4) for related complaint. This complaint has been reopened to investigate the device that has been returned to teleflex for investigation. Although, the reported complaint of helium loss alarm is not confirmed the returned device passed visual and functional test specifications. The helium loss alarm could not be reproduced during the pump test. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for analysis therefore the reported complaint of "helium loss alarms" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. Other remarks: see MDR #: 1219856-2017-00077/(B)(4) for related complaint.

Event description:
It was reported via a hotline call. The registered nurse (rn) is calling the clinical support specialist (css) for assistance in troubleshooting persistent helium loss alarms. The patient was admitted to the intensive care unit from the or (operating room). The patient is an emergent cabgx2 (coronary artery bypass graft x2) from the cath lab. During the procedure in the lab, the patient arrested. The intra-aortic balloon pump (iabp) catheter was inserted via the right femoral artery and the patient sent to the or. The alarms were reportedly occurring in the or and the console was switched for a second pump. The serial number for the first pump is unknown. The perfusionist had silenced the alarm for 60 minutes and the alarm is now active again and it is persistent after restarting the pump with reset. The rn explained to the css that since the patient was admitted the alarm has been going off within 15-30 seconds of restarting every time and this was the same as reported from or staff. The rn did confirm there is no visible kinking and no blood in the driveline. They have been unable to get the alarm to decrease in frequency or stop at all. A CT (cardiothoracic) surgeon came to bedside while on the phone and he is going to remove the intra-aortic balloon (iab). Additional information received: the patient is stable with no pressor. The rn is waiting on all reports to come back to complete a fick ci. The iab has been saved for return. The CT surgeon is not planning to insert another iab at this time. There was no reported patient death. The patient outcome was unchanged during call. Issue resolved: iab removed. Length of time in use prior to event: <12 hours.